Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v173877, implanted: (B)(6) 2008, product type: lead. Product ID: 3387s-40, lot# v173877, implanted: (B)(6) 2008, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4)

Event description:
Information was received from the manufacturer representative and patient that reported the implantable neurostimulator (ins) turned off while recharging one week prior to report. During the charging session, the stimulation turned off and the symptoms returned. The patient was at home and not near a known electromagnetic interference (emi) source. They had recharged their ins when it depleted to around 50% so the patient's recharge interval was between 2-3 days. The patient was implanted for parkinson's dual and movement disorders. Additional information received 11 days later from the manufacturer representative reported the same issue occurred over the weekend. His ins turned off during a charging session and symptoms returned fairly quickly. The antenna locator function had been used not long before the event. They were told that performing the antenna locator function could cause the ins to shut off. The patient completed the antenna locate (al) function prior to charging in an effort to achieve the best coupling. The patient was advised to do that sparingly due to the possibility of the ins turning off.